Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed 123 millimeters (mm) from the terminal pin, only the proximal segment was returned. The allegation could not be confirmed by analysis of the lead segment returned.

Event description:
Boston scientific received information that this lead was surgically abandoned. There was no field allegation reported. No additional adverse patient effects were reported.